Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and received results of 35 and 17 mg/dl. The normal control test range was 97-133 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation. A new contour meter kit was sent to the customer.